Event description:
Reporter alleged that the safety pro lancet falls apart and that lancet has come out of it on more than one occasion. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.